Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2, h10. Corrected information can be found in the following fields: e1, e2, and e3. E1 - reporter first name update to isi. E1 - reporter last name update to representative. E2 - update to no. E3 - update to non-healthcare professional / isi representative.

Manufacturer narrative:
Based on the information provided, an injury occurred that required medical intervention. According to the surgeon, the patient death was related to a recurrence of cervical cancer. If additional information is received a follow-up MDR will be submitted. No system logs are available for review, since the procedure date is unknown and the system used related to the event cannot be determined. Although there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, this complaint was reported due to the following conclusion: it was reported through a journal article that a patient underwent robotic-assisted hysterectomy procedures. During the surgical procedure it was reported that a patient sustained an injury to the left iliac artery that required suturing. There is no allegation that an intuitive device malfunctioned in a way that caused or contributed to the patient death blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. 510k/PMA is blank as the system used related to the event cannot be determined. The sections that are not applicable to this product are blank. Implant date is blank because the product is not implantable. The initial reporter section are not available for the site. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported through a journal article that a patient underwent robotic-assisted hysterectomy procedures. During the surgical procedure it was reported that a left iliac artery bifurcation injury occurred during the procedure. The injury required suturing to repair. The patient was discharged and allegedly expired an unknown time later due to a recurrence of cervical cancer. There was no allegation of a malfunction of the device, however, it was stated that the patient anatomy may have led to the injury in collaboration with using the da vinci system.